Event description:
I use a bandage to cover a cut on the forearm (cut size: 1 in x 1/8 in) on saturday, (B)(6) 2024. On sunday, (B)(6) 2024, I removed the bandage, but the area with the adhesive ripped off zones of my skin. There was some blood due to this. The distance between the cut and the ripped skin was 1 in, so there was no damage to the previous wound, but it created a new one.